Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/8/2020. Additional information: d10, h6. Additional h3 investigation summary: one re-parked needle-suture piece inside folder of product code 2809 was received for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was examined along of the strand and damaged and the end cut appears to be by use of surgical instrument could be observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records could not be reviewed as the batch number is unknown. According to the sample condition it was suggest an improper handling of the sample.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and suture was used. The suture broke during surgery. There were no adverse consequences to the patient.